Manufacturer narrative:
Device evaluation: the device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI information is unknown. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that a double beep - with cassette alarm occurred (dbwc), damage lens and worn cassette lock were observed during testing. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found contaminated of fluid, scratched lens and worn coin latch. Functional testing found was unable to repeat customer reported problem regarding "dbwc" issue during investigation. However, found contaminated of fluid ingression on downstream occlusion sensor, around the edge of liquid crystal display (lcd) lens, worn coin latch and high pressure alarm messages in the device's event history logs (B)(6) 2022. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).